Manufacturer narrative:
(B)(4) the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the biliary during an endoscopic retrograde cholangiopancreatography (ercp) with laser lithotripsy procedure performed on (B)(6), 2022. During the procedure, a trapezoid rx was used in an attempt to crush a 12mm stone in the duct blocking right hepatic branch. However, the handle cannula broke leaving the stone stuck inside the basket. Physician shook the basket but failed to free the stone. The wire of the trapezoid was cut, removed the scope, and used a soehendra lithotripter handle to break the tip of the basket. The stone was removed from the basket and the device was removed from the patient. Plastic stent was placed and the patient was referred for ehl. There were no patient complications reported as a result of this event.